Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and two infrarenal aortic extensions on (B)(6) 2011. The physician identified a potential type 3b endoleak upon follow up. On (B)(6) 2016 the physician elected to implant a suprarenal aortic extension as well as an infrarenal aortic extension to seal the endoleak.

Manufacturer narrative:
At the completion of the complaint event, based on the information received, the clinical evaluation was able to confirm aneurysm sac growth, migration of the proximal extension, a type 3b endoleak from a fabric tear of the suprarenal aortic extension, and a type 1a endoleak. There was also evidence to support the following observations; at 31 months post initial implant a type 3b endoleak of the proximal extension and a type 3b endoleak of the main body. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, growth of infrarenal neck diameter, and migration of the proximal extension. The review of the manufacturing lot confirmed all devices met specifications prior to release. The explanted devices were returned for further evaluation. The returned device evaluation confirmed tearing in the graft material of the bifurcated stent and deformity in the proximal extension. The cause of the deformity is unknown. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.